Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned, but medical records were provided. Based on the medical records, dissection following the use of an ultrascore angioplasty balloon can be confirmed. However the investigation is inconclusive, as the provided evidence does not confirm an alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 03/2020).

Event description:
It was reported through the results of a clinical trial, that during an angioplasty procedure in the right distal superficial femoral artery with a focused force percutaneous transluminal angioplasty (pta) balloon dilatation catheter, serial dissections were identified which resulted in stent placement. The current patient status was not provided.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: the patient with history of peripheral vascular disease with claudication was scheduled for vascular intervention. The left femoral artery was accessed and an angiogram was performed which demonstrated diffuse stenosis up to 95% in the distal superficial femoral artery. A wire was placed and atherectomy was performed. Following this, a 6x100 focused force pta balloon was used which resulted in luminal irregularities throughout the treated segment. There were serial dissections necessitating stent placement. A 6x120 stent was placed and post-dilated with a 6x100 balloon. Manual compression was applied at the conclusion of the procedure to obtain hemostasis. Expiry date: 03/2020, manufacturing date: 04/2018.

Event description:
It was reported through the results of a clinical trial, that during an angioplasty procedure in the right distal superficial femoral artery with a focused force percutaneous transluminal angioplasty (pta) balloon dilatation catheter, serial dissections were identified which resulted in stent placement. The current patient status was not provided.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned, but medical records were provided. Based on the medical records, dissection following the use of an ultrascore angioplasty balloon can be confirmed. However the investigation is inconclusive, as the provided evidence does not confirm an alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the results of a clinical trial, that during an angioplasty procedure in the right distal superficial femoral artery with a focused force percutaneous transluminal angioplasty (pta) balloon dilatation catheter, serial dissections were identified which resulted in stent placement. The current patient status was not provided. New information: it was reported through the results of a clinical trial that during 6-month follow-up visit, duplex ultrasound was performed and identified stenosis category of 50-99% in target limb. No action was taken at this moment.